Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ggt-2 ¿-glutamyltransferase results for several patient samples. The samples were repeated with a new reagent. Of the data provided, only the results for three samples were reportable malfunctions. Patient 1: initial result <3 u/l and repeat result 500 u/l. Patient 2: initial result 37.7 u/l and repeat result 397.3 u/l. Patient 3: initial result 385.9 u/l and repeat result 226.5 u/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 298718 with an expiration date of 30-sep-2018. The customer had no issues with other assays. The customer changed the sample probe and performed a precision check with no issues seen. The investigation was unable to find a definitive root cause. Based on the provided data and information, a general reagent issue was unlikely.